Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is experiencing high blood glucose. The blood glucose reading was 600 mg/dl. Customer changed the infusion set and reservoir. The cannula was bent. Customer stated that the insulin pump did not alarm no delivery. The current blood glucose reading is 483 mg/dl. Customer treated with manual injection. During troubleshooting, the programming is correct. The insulin pump will be replaced. Nothing further reported.